Manufacturer narrative:
Concomitant product: product ID: 3487a, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative. It was reported that no stimulation was felt by the patient and that the patient was not receiving stimulation, even when at the maximum voltage (turned up to maximum strength). The patient told the doctor they had lost stimulation. The troubleshooting performed included an x-ray and impedance check. The extension and lead were replaced, and the issue resolved. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Device evaluation: analysis of the extension found no significant anomalies. It was noted the extension body had been segmented/cut through when received for analysis.

Event description:
Please note that regulatory report #6000153-2016-00479 pertains to the lead involved with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.